Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output could not be duplicated or confirmed. Ventec downloaded the device's electronic records (system logs) for analysis, but no discrepancies were observed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device was "not blowing air" (i.e. No ventilation output). There were no reports of patient use associated with the reported issue.